Manufacturer narrative:
The insulin pump was received with cracked display window, cracked case at display window corners, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
It was reported that the mouth of the reservoir was broken. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.